Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device experienced a partial electrical reset upon programmer interrogation. The device remains in use. No patient complications have been reported as a result of this event.